Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found the optic torn. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: work order search: no similar complaints were reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon tried to implant a 13.2 mm vicm5_13.2, -10.50 diopter, implantable collamer lens in the patient's left eye (os). During implantation, the lens broke as it was being injected. The lens was exchanged for a similar lens and the problem was resolved.